Event description:
It was reported that this pacemaker system had the right atrial automatic threshold (raat) test detected as larger than programmed due to noisy signals and fusion beats. It was also reported that there was loss of capture (loc) on the right ventricular (rv) lead. The right ventricular automatic threshold (rvat) test showed an appropriate measurement and there was no presenting electrogram (egm) provided for the date of the alleged loc. The thresholds were noted to be stable over the life of the device. Technical services suggested the field consider turning the trend off at the next office visit. Subsequently, the pacemaker system was explanted. This pacemaker system and rv lead were received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had the right atrial automatic threshold (raat) test detected as larger than programmed due to noisy signals and fusion beats. It was also reported that there was loss of capture (loc) on the right ventricular (rv) lead. The right ventricular automatic threshold (rvat) test showed an appropriate measurement and there was no presenting electrogram (egm) provided for the date of the alleged loc. The thresholds were noted to be stable over the life of the device. Technical services suggested the field consider turning the trend off at the next office visit. This pacemaker system and leads all remain in service. No adverse patient effects were reported.